Event description:
It was reported, the patient was in the process of getting the pump removed, but does not have an managing health care provider (hcp) and cannot get to their original hcp they were with. It was noted that "he just wants it out" and "the pump is hurting him". The patient is a small individual, and the pump sticks out and pushed on his intestines, and that they have wanted it removed since 2009. A neurosurgeon and date was lined up for the device removal, but it was mentioned that none of that information would be shared with the device manufacture. The reporter noted that they were not informed of all the issues that could arise to remove a pump, but specifics about what issues specifically were not given. The drug that was used via the device system was unknown. The patient intervention/outcome remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
Product ID 8709, lot# j0058151r, implanted: 2001 (B)(6); product type catheter. (B)(4).